Manufacturer narrative:
No abnormalities were observed with calibration and control data. Samples from the patient were investigated and the results obtained by the customer could be reproduced. The samples were further investigated using size exclusion chromatography. Based on the chromatography data, the presence of an interfering factor in the sample could be ruled out. An interference by heterophilic antibodies was not observed. With the available methods and the current state of the art, further clarification of the difference between both applications, the interfering mechanism, and the actual ctnt concentration is not feasible and needs to be assessed from a clinical point of view. There is no indication for a reagent or instrument problem.

Manufacturer narrative:
Medwatch field d10 has been updated.

Manufacturer narrative:
Three additional samples were collected from the patient (samples 5 - 7) and these were provided for investigation. Sample 5 was collected at 02:46 on (B)(6) 2025 and when tested with the troponin t stat application, the result was 1536 ng/l. When tested with the normal troponin t application, the result was 593 ng/l. Sample 6 was collected at 07:03 on (B)(6) 2025 and when tested with the troponin t stat application, the result was 1107 ng/l. When tested with the normal troponin t application, the result was 535 ng/l. Sample 7 was collected at 16:36 on (B)(6) 2025 and when tested twice with the troponin t stat application, the results were 854 ng/l and 787 ng/l. When tested twice with the normal troponin t application, the results were 377 ng/l and 349 ng/l.

Manufacturer narrative:
The serial number of the first e801 analyzer is (B)(6). The customer used the following troponin t hs assay lots: lot 82723201, with an expiration date of 30-apr-2026, lot 84737601, with an expiration date of 31-oct-2026. It is not known which reagent lot number was used for each sample measurement. Samples from the patient were requested for investigation.

Event description:
The initial reporter stated they received discrepant results for samples from one patient tested with elecsys troponin t hs on two cobas e 801 analytical unit analyzers. The sample results measured with the stat (9 minute) application of the assay did not agree with the results measured using the normal (18 minute) assay application. All testing of samples 1,2, and 3 were performed on the first e801 analyzer. All testing of sample 4 was performed on a second e801 analyzer. A first sample collected from the patient at 04:15 on (B)(6) 2025 resulted in a troponin t stat value of 155 ng/l. The sample was tested using the normal troponin t application, resulting in a value of 102 ng/l. The second sample collected from the patient at 18:05 on (B)(6) 2025 resulted in a troponin t stat value of 203 ng/l. The sample was tested using the normal troponin t application, resulting in a value of 112 ng/l. The third sample collected from the patient at 05:25 on (B)(6) 2025 resulted in troponin t stat values of 324 ng/l and 356 ng/l. The sample was tested using the normal troponin t application, resulting in a values of 165 ng/l and 160 ng/l. The fourth sample collected from the patient at 05:15 on (B)(6) 2025 resulted in troponin t stat values of 493 ng/l and 439 ng/l. The sample was tested using the normal troponin t application, resulting in a values of 196 ng/l and 186 ng/l.